Manufacturer narrative:
(B)(4). The product was not available for investigation, therefore no manufacturer laboratory investigation was possible. A review for similar complaints was performed with no incident with a product returned for investigation was found. Based on the fact that no lot # could be provided by the customer a DHR review was not possible. The failure was determined to be the second of it's kind and is being handled through a designated maquet cardiopulmonary trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time. (B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Physician indicated performance concern using cardiohelp. Concern is high hemolysis rate. Physician needed to transfuse patient often. Complaint was within the past year but never reported prior to today's conversation. No blood work completed to prove or disprove concern. Product was not retained. Physician indicated that flow rates decreased for a given rpm. No patient data date, patient parameters, or patient information besides the statement was available other than the patient was a pre-operative lung transplant patient. Follow up discussion with clinician ((B)(6)): his recollection is that within a 24 hour period of initiation, the venous pressure increased to near 0, the po2 post oxygenator decreased from about 400 to 200, and flows decreased substantially. Circuit was changed but not saved. No lot number available. Nothing further is available. Item is not available for investigation. (B)(4).